Manufacturer narrative:
Based on the limited description of the reported event and that engineering has not received the reported instrument, at this time it is not possible to determine the root cause of the reported event or to confirm that the device failed to meet specifications.

Event description:
It was stated that, "when disengaging from the cage the inserter broke." Follow up with complainant returned following response: "the inserter broke while inside the patient's body. The surgeon and team performed multiple checks with additional imaging and did not identify the broken piece intraoperatively."